Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? How was leak identified? Can you please clarify what was meant by, ¿half of the anastomosis ring was broken¿? How was this confirmed? Can you please describe staple form? Did the staple line appear different where it was broken versus other staples? What is the current status of the patient?

Event description:
It was reported that the surgeon performed a end-to-end anastomosis in a low anterior resection laparoscopic procedure. He used a cdh29a. He said that the stapler seemed to work correctly and that the donuts seemed perfect. After 24 hours he needed to re-operate on the patient due to a leakage. Half of the anastomosis ring was broken; half of the anastomosis staple line broke. They closed the leakage with non absorbable sutures.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No, but we can check cdh29a sold during last 3 months what were the indications for surgery? Resection of rectum. Ok for laparoscopic procedure. Were there any issues experienced with the device in the procedure? No problems what healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No was the device difficult to fire? No, it was hard to fire, but as usual did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes donuts were inspected and we found 2 donuts perfectly cut in the external part. Was a complete transection of the cutting washer visually confirmed? Yes, one white donut of plastic were into the stapler case, while another one into the removable head of the stapler was a leak test performed? If so, what was the result? A 300ml syringe was charged of water and methylene blue, while around the anastomosis was placed a gauze. Once injected the blue solution into the rectum, there was no blue on the gauze. How was leak identified? The leak has been identified in the early morning of the day after the intervention, blood analysis evidenced strong infection in action. Can you please clarify what was meant by, ¿half of the anastomosis ring was broken¿? The stapler appose 2 concentric rings of staples. Imagine to divide the rings into up half part and down half part. What I mean is that surgeon saw is that staples of one of the half part of the rings (both rings) were opened, not formed as b but as c, or as b (one leg opened and one bent, or one leg cut and one bent or opened. How was this confirmed? Surgeon needed to re-operate the patient, than he could see that stools were present into the pelvis, and the can you please describe staple form? No did the staple line appear different where it was broken versus other staples? Yes. Where anastomosis doesn¿t leak the staple line seems ok, regular, while into the part that leak seems not regular and some legs were not bent. What is the current status of the patient? Back to home.